Manufacturer narrative:
The user reported a hypoglycemic event that resulted in hospitalization despite cgm data not showing any urgent low glucose values. The user operates the omnipod 5 app with their smartphone. The physical smartphone was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Log data from the date of occurrence was not available for inspection. Log history could not be inspected to see if urgent low glucose alerts were sent on the day of occurrence. Available log data from dates after the date of occurrence show the system appropriately delivered urgent low glucose alerts when the user's bgs were urgently low. Inspection of the android log files found no evidence of a failure to deliver insulin or over-delivery of insulin. Phb data shows the user's lowest bg on the date of occurrence was 59 mg/dl. The data showed that the system was increasing the total suggested insulin prior to the high bgs and decreasing/suspending prior to the low bgs. The agc algorithm was found to appropriately adapt the suggested insulin based on egvs and user inputs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 66 mg/dl. For treatment, the patient was tested, a sugar drip was given, and anti seizure medicine. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after staying overnight.